Event description:
The patient was injected on her tear trough. The patient allegedly developed an abscess. The abscess was drained and a culture was taken. The patient was prescribed antibiotics.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.